Event description:
During an inferior alveolar block injection, dr withdrew the needle and realized it was broken off at the hub. The needle was embedded in the pt's gum tissue. The dr was unable to remove the needle and consulted a surgeon to remove the needle. There were no reported complications and the pt has fully recovered.